Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 480 to 509 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was advised to use a 9mm cannula with 0.5 units of insulin. The customer agreed to change their fixed prime. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.